Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Reportedly, the customer had issues with non-tandem sensors failing and adhering to the skin. Contact alleged this significantly affected the customer¿s ability to care for diabetes. No additional patient or event information was available.